Event description:
The patient with a 3 day complaint of chest pain was taken to the cath lab for intervention. The patient was found to have an occluded right coronary artery, a long mid to distal segment. There were some left-to-right collaterals from the left system. Then using a 6-french guide, the right coronary was cannulated. Then advanced an 0.014 wire. The doctor was able to advance it distally. He tried to advance it over-the-wire balloon, a 2 x 15 mm over-the-wire balloon, however, the balloon would not cross the mid segment. This was removed. He then advanced a 1.25 over-the-wire balloon. He was able to advance this and use this balloon for dilatation across the mid segments. However, even the 1.5 balloon would not cross the distal restenotic segment in the distal right just before the bifurcation of the posterior descending artery(pda) posterolateral system. He did pass the balanced middleweight(bmw) wire and tried advancing it on further with more support and it crossed. During the migration of the wire, the tip of the bmw wire broke off from the remainder of the shaft and this was retained right at the bifurcation of the distal right and pda posterolateral system. The patient remained hemodynamically stable without any chest pain. After further discussed options, he consulted a cardiovascular surgeon. There was concern that because the inferior wall was still moving and viable, it was possible that the retained wire could serve as a source of thrombus to occlude the vessel because of potential damage. Possible options were discussed with the patient: including possible bypass, and he was amenable to this. The patient then had bypass grafts of 2 vessels in the heart: the posterior descending and the right coronary artery.